Manufacturer narrative:
(B)(4). There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: 400 ml, flow rate: 2-14 ml/hr, procedure: unknown, cathplace: unknown. It was reported that a patient experienced a high flow rate event associated with the use of a elastomeric infusion pump. It was also noted that there was a "blockness of the upper part of the leg." No further information was received.